Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. The balloon was initially inflated at 5 atmospheres for 30 seconds duration time. However, during the second inflation at 9 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.